Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was taken to the hospital for an infection at his site. The customer's blood glucose was unk at time of call. It was stated that the customer was treated. Advised to use different types of skin preparation and proper hand washing. No further info was provided.